Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the complaint device was discarded and not available for evaluation. Therefore, we cannot determine what caused the user to experience the reported event, we cannot discern a root cause for the reported failure mode. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
The sales rep reported via phone that the middle of the sheath on the customer's intrafix advance br screw 10 x 30 mm with large sheath broke upon insertion during an acl procedure. Nothing fell into the patient. The case was completed with another like device. There were no patient consequences but a 5-minute delay was reported. The sales rep was not present during the case and could not provide any more details. The device was discarded by the customer.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4) - incomplete the expiration date is currently unavailable. Device was discarded.

Event description:
The sales rep reported via phone that the middle of the sheath on the customer's intrafix advance br screw 10 x 30 mm with large sheath broke upon insertion during an acl procedure. Nothing fell into the patient. The case was completed with another like device. There were no patient consequences but a 5-minute delay was reported. The sales rep was not present during the case and could not provide any more details. The device was discarded by the customer.